Manufacturer narrative:
(B)(4): eval, results: no device returned for eval. (Co-morbidities), (death and restenosis). Conclusion: (co-morbidities).

Event description:
A 2.75mm diameter x 24mm length endeavor rapid exchange drug eluting coronary stent was deployed in the pt for treatment of a lesion in the mid left anterior descending. Revascularization of target lesion (balloon only) was performed approximately 9 months later to treat restenosis. The pt died approx 4 months later. No add'l clinical sequelae were reported. It is reported that the cause of death is unk. The account stated that there is no relationship between the product, the drug, or the procedure.